Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the av fistula. A 8.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. The number of inflations and to what atms are unknown; however, the balloon ruptured after "many" inflations. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).